Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with multiple noise reversion episodes. It was noted that large-amplitude noise was present, all occurring during nighttime when patient asleep in bed. The patient has a CPAP machine. Isometric exercises replicated small amplitude myopotentials in clinic. The pacemaker was reprogrammed. The patient was stable.